Event description:
The customer stated that she was treated in the emergency room for a low blood glucose reading of 58 mg/dl. The customer stated that she had been experiencing high and low blood glucose levels for the past three weeks. The customer also had a urinary tract infection, but she didn't know if that had anything to do with the blood glucose levels. Troubleshooting was performed and the insulin pump was programmed correctly except for the time, which was off by an hour. The insulin pump also passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.